Event description:
(B)(6) study. It was reported that transient ischemic attack (tia), endocarditis, and a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or an other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel and 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Four days later the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, subject presented emergently with generalized weakness and nonproductive cough for 3 days leading to prolongation of existing hospitalization. A review of systems showed positive for fever, malaise and neurologically showed generalized weakness. Of note at the time of event subject was on warfarin and clopidogrel. Chest x-ray revealed left bibasilar pleural effusion and compressive atelectasis and evidence of poorly defined airspace consolidation within right mid to lower lung field. Subject was diagnosed with sepsis and community acquired pneumonia. Subject was treated with IV apixaban and ceftriaxone and admitted for further care. Echocardiogram revealed aortic valve endocarditis with vegetation on valve. Computed tomography (CT) scan was also performed as a diagnostic test for the event of endocarditis. The following day, the subject had continued generalized weakness, fever and difficulty with speech/left facial droop associated with hypotension. On review of systems showed altered mental status-mild to moderate word finding and para phasic error difficulties. Computed tomography angiography (cta) showed advance atherosclerosis of the left vertebral artery likely chronic occlusion. Lab test revealed increased bnp levels to 268 pg/ml (reference range: below 146pg/ml) and troponin levels to 0.13 ng/ml (reference range: less than 0.02ng/ml) two (2) days later, chest x ray revealed cardiomegaly and pulmonary vascular congestion with left pleural effusion. Lab test revealed increased inr (supratherapeutic inr) ratio to 4.27(reference range: 1.0- 2.0) magnetic resonance imaging (MRI) scan revealed multifocal acute infarcts and ischemia bilaterally possible central cardiac in nature secondary to endocarditis with embolism. 1510 days post index procedure, subject was diagnosed with acute cva secondary to suspected septic emboli. Per edc, the etiology of the stroke was ischemic, based on neuroimaging. Two (2) days later, transesophageal echocardiogram (tee) revealed a mass lesion extending from the tavr valve into lvot measuring 3*6 mm which is concern for vegetation and with lvef of 50%, mean transvalvular gradient pressure of 13 mm hg. Subject was diagnosed with aortic valve endocarditis , vegetation on the valve. The events were treated with ceftriaxone, and other antibiotics. At the time of event subject was on clopidogrel and warfarin. Subject had continued in difficulty speaking. On neurological exam, showed mild expressive aphasia. -nihss and mrs were not performed. The pneumonia event was considered resolved, the endocarditis event was considered to be not recovered/not resolved, stroke event was considered resolved with sequelae and the subject was discharged on the same day. The following day, subject was diagnosed with transient ischemic attack requiring a new hospitalization. The event was treated medically. Five (5) days later, the event was considered to be recovered/resolved. The subject was discharged.

Event description:
Reprise iii study: it was reported that transient ischemic attack (tia), endocarditis, and a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or an other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel and 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Four days later the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, subject presented emergently with generalized weakness and nonproductive cough for 3 days leading to prolongation of existing hospitalization. A review of systems showed positive for fever, malaise and neurologically showed generalized weakness. Of note at the time of event subject was on warfarin and clopidogrel. Chest x-ray revealed left bibasilar pleural effusion and compressive atelectasis and evidence of poorly defined airspace consolidation within right mid to lower lung field. Subject was diagnosed with sepsis and community acquired pneumonia. Subject was treated with IV apixaban and ceftriaxone and admitted for further care. Echocardiogram revealed aortic valve endocarditis with vegetation on valve. Computed tomography (CT) scan was also performed as a diagnostic test for the event of endocarditis. The following day, the subject had continued generalized weakness, fever and difficulty with speech/left facial droop associated with hypotension. On review of systems showed altered mental status-mild to moderate word finding and para phasic error difficulties. Computed tomography angiography (cta) showed advance atherosclerosis of the left vertebral artery likely chronic occlusion. Lab test revealed increased bnp levels to 268 pg/ml (reference range: below 146pg/ml) and troponin levels to 0.13 ng/ml (reference range: less than 0.02ng/ml) two (2) days later, chest x ray revealed cardiomegaly and pulmonary vascular congestion with left pleural effusion. Lab test revealed increased inr (supratherapeutic inr) ratio to 4.27(reference range: 1.0- 2.0) magnetic resonance imaging (MRI) scan revealed multifocal acute infarcts and ischemia bilaterally possible central cardiac in nature secondary to endocarditis with embolism. 1510 days post index procedure, subject was diagnosed with acute cva secondary to suspected septic emboli. Per edc, the etiology of the stroke was ischemic, based on neuroimaging. Two (2) days later, transesophageal echocardiogram (tee) revealed a mass lesion extending from the tavr valve into lvot measuring 3*6 mm which is concern for vegetation and with lvef of 50%, mean transvalvular gradient pressure of 13 mm hg. Subject was diagnosed with aortic valve endocarditis , vegetation on the valve. The events were treated with ceftriaxone, and other antibiotics. At the time of event subject was on clopidogrel and warfarin. Subject had continued in difficulty speaking. On neurological exam, showed mild expressive aphasia. -nihss and mrs were not performed. The pneumonia event was considered resolved, the endocarditis event was considered to be not recovered/not resolved, stroke event was considered resolved with sequelae and the subject was discharged on the same day. The following day, subject was diagnosed with transient ischemic attack requiring a new hospitalization. The event was treated medically. Five (5) days later, the event was considered to be recovered/resolved. The subject was discharged. It was further reported that the onset date of the endocarditis event has been updated to (B)(6) 2019. It was further reported that 1507 days post index procedure on (B)(6) 2019, the subject had a fever (103 f) with shortness of breath and neurological weakness. On (B)(6), the subject developed neurological changes with difficulty finding words and confusion. Stroke alert was initiated. Hypotension was noted and treated with fluid resuscitation and the symptoms improved. Cerebral magnetic resonance angiogram(mra) showed occlusion of the v4 segment of the left vertebral artery, of indeterminate chronicity. On (B)(6) 2019, during neurologic consultation, review of systems was positive for speech change and weakness. Neurologic exam of cerebellar function revealed mild expressive aphasia. At this time, no acute changes had been diagnosed, the neurologic symptoms thought to be related to hypotension. The subject was started on fluid resuscitation and the hypotension improved. On (B)(6) 2019, 1510 days post index procedure, the subject was diagnosed with acute cva secondary to emboli from possible vegetation on the valve. At this time, warfarin was held due to high inr; plavix was continued. Two days later, blood culture tests were positive for lactococcus garvieae in 4/4 bottles. On (B)(6) 2020, the event of endocarditis was considered recovered. On (B)(6) 2019, 1518 days post index procedure, the subject was diagnosed with a transient ischemic attack. The subject was hospitalized, and the event was treated medically. Of note, this was a new hospitalization and not a residual effect of the previous event of acute cva.

Event description:
Reprise iii study it was reported that transient ischemic attack (tia), endocarditis, and a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or an other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel and 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Four days later the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6)2019 , subject presented emergently with generalized weakness and nonproductive cough for 3 days leading to prolongation of existing hospitalization. A review of systems showed positive for fever, malaise and neurologically showed generalized weakness. Of note at the time of event subject was on warfarin and clopidogrel. Chest x-ray revealed left bibasilar pleural effusion and compressive atelectasis and evidence of poorly defined airspace consolidation within right mid to lower lung field. Subject was diagnosed with sepsis and community acquired pneumonia. Subject was treated with IV apixaban and ceftriaxone and admitted for further care. Echocardiogram revealed aortic valve endocarditis with vegetation on valve. Computed tomography (CT) scan was also performed as a diagnostic test for the event of endocarditis. The following day, the subject had continued generalized weakness, fever and difficulty with speech/left facial droop associated with hypotension. On review of systems showed altered mental status-mild to moderate word finding and para phasic error difficulties. Computed tomography angiography (cta) showed advance atherosclerosis of the left vertebral artery likely chronic occlusion. Lab test revealed increased bnp levels to 268 pg/ml (reference range: below 146pg/ml) and troponin levels to 0.13 ng/ml (reference range: less than 0.02ng/ml) two (2) days later, chest x ray revealed cardiomegaly and pulmonary vascular congestion with left pleural effusion. Lab test revealed increased inr (supratherapeutic inr) ratio to 4.27(reference range: 1.0- 2.0) magnetic resonance imaging (MRI) scan revealed multifocal acute infarcts and ischemia bilaterally possible central cardiac in nature secondary to endocarditis with embolism. 1510 days post index procedure, subject was diagnosed with acute cva secondary to suspected septic emboli. Per edc, the etiology of the stroke was ischemic, based on neuroimaging. Two (2) days later, transesophageal echocardiogram (tee) revealed a mass lesion extending from the tavr valve into lvot measuring 3*6 mm which is concern for vegetation and with lvef of 50%, mean transvalvular gradient pressure of 13 mm hg. Subject was diagnosed with aortic valve endocarditis , vegetation on the valve. The events were treated with ceftriaxone, and other antibiotics. At the time of event subject was on clopidogrel and warfarin. Subject had continued in difficulty speaking. On neurological exam, showed mild expressive aphasia. -nihss and mrs were not performed. The pneumonia event was considered resolved, the endocarditis event was considered to be not recovered/not resolved, stroke event was considered resolved with sequelae and the subject was discharged on the same day. The following day, subject was diagnosed with transient ischemic attack requiring a new hospitalization. The event was treated medically. Five (5) days later, the event was considered to be recovered/resolved. The subject was discharged. It was further reported that the onset date of the endocarditis event has been updated to (B)(6)2019.

Manufacturer narrative:
B5 updated.